Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an x-ray carried out post operative confirmed the right atrial (ra) lead had dislodged. There was no capture noted and sensing of the ventricular signal occurred. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.